Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was dislodged and the right ventricular (rv) lead slack was pulled back. The lv lead was noted to be in the superior vena cava under fluoroscopy. The physician questioned if twiddler syndrome was possible given the slack was pulled back on the rv lead and the lv lead was wrapped around the rv lead in a braided fashion. The lv lead was explanted and replaced with a new lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.